Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the staples opened and the surgeon kept on trying to apply them. This resulted in extension of surgery time of about one hr and thirty minutes.